Event description:
The sheath was used to guide a balloon into the left ventricle of the heart. The membrane of the check-flo valve disappeared. Information received (B)(4) 2011 concerning the incident was described by (B)(6) is as follows: "by means of the seldinger-technique, a 14f sheath was introduced through the apex of the heart to the left ventricle. The sheath is closed by means of a silicone membrane with a hole in the middle for the wire guide over which the sheath is introduced. The wire guide goes through the silicone membrane. A balloon catheter is introduced over the wire guide in order to be placed in the aorta annulus. There is a bit of resistance when introducing the balloon, but not extraordinarily more than usual. The balloon is well placed, and the aortic valve is dilated. When retrieving the balloon from the sheath, there is an unexpectedly large amount of blood. It was expected the silicone membrane to shut tight as usual. The sheath is quickly removed, and it was not seen that the silicone membrane is gone. It cannot be recovered. Either it has been retrieved together with a balloon and subsequently gotten lost on the table, or it may have been pushed into the pt. The rest of the procedure was carried out without any problems, and the haemodynamic parameters showed nothing usual." The membrane may be in the circulation or may have been sucked out. No additional procedures were required and no adverse effects on the pt reported.

Manufacturer narrative:
Lot info was not provided by the rptr. Expiration date unk as lot is unk. (B)(4) - (valve) is not specifically addressed in the IFU. No product returned to assist in the investigation. Per specification, it is verified that the disc remains flat and is correctly position I check-flo cap; the assembly is clean and free of debris and the fittings are fully snapped and secure. In addition, an air pressure test is performed 100% on each order received. Per precautions listed in the IFU, it is stated, "the maximum diameter of the instrument or catheter to be introduced should be determined to ensure its passage through the introducer. All instruments or catheters used with this product should move freely through the valve and sheath. Damage to the valve/introducer may result when the fit is tight." Complaint confirmation based on customer testimony and complaint history for this failure mode and product family. A corrective action/preventative action (CAPA) was initiated previously based on prior similar complaints. We have notified the appropriate internal personnel and are continuing to monitor complaints for similar occurrences.